Manufacturer narrative:
Device eval summary - device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The cause for the pt receiving add gel/replace belt messages was due to the electrical wire harness being improperly connected to the j2007 connector located on the auxiliary board, which is located underneath the monitor end cap. Eval also found the end cap was separated from the case of the monitor. The root cause for the improper j2007 wire harness connection was not positively identified but was likely due to the pt or someone helping the pt plug the wire harness back into the j2007, which would likely have come out of the connector after the exertion of excessive force on the monitor from an impact, which may also be the cause for the separation of the end cap. Prior to pt receiving this belt, the belt had passed functional test. Review of pt compliance data indicated the pt utilized the device fairly consistently with no apparent problems during the months of (B) (6) and (B) (6) 2009 up to two days prior to the reported incident on (B) (6)2009. Pt's belt was fully functional. Monitor was repaired and retested. No adverse event resulted from the improper j2007 wire harness connection. The pt received a replacement monitor and belt.

Event description:
An (B) (6) pt's mom called in to lifecor customer support to report that the pt was receiving add gel or replace belt messages. Support sent the pt a replacement monitor.